Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in a large biohazard bag in the carton. Solution and dried blood were observed on the lens. The optic was cut into two portions, typical of damage created when removing a lens from the eye. Each of the two optic portions contained one fully intact haptic. The haptics were not stuck to the optic upon return. The optic center was crushed against a post of the lens case due to being returned dispositioned in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. The explanted lens was returned and evaluated. Both haptics were intact, undamaged, and were not stuck to the optic upon return. The optic was cut into two portions typical of damage created when removing a lens from the eye. It was reported in the file that the trailing haptic did not unfold after it was implanted to the eye, surgeon attempted to open the haptic but was unsuccessful, the capsule tore, surgeon was unable to place a different lens. Additional damage to the optic was observed typical in appearance to lens case related damage. The lens had been placed incorrectly into the lens case for return. Qualified associated products were used. It is known how long the lens was allowed to remain in the cartridge prior to the delivery. Company instructions for use: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. Instructions for use note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the trailing haptic did not unfold and stuck after it was implanted to the eye, surgeon attempted to open the haptic but was unsuccessful, the capsule tore, surgeon was unable to place a different lens. The procedure was not completed. The patient was left aphakic. Additional information has been requested.